Event description:
Patient reported receiving some injections from a healthcare professional using an unknown amount of juvéderm voluma® xc in the jawline, chin and cheeks. Two weeks post injection the patient experienced ¿nodules, swollen and sore face, blurry vision and completely stopped up left ear.¿ the patient stated that the nodules went away sometime last week but all other symptoms are ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.